Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. The programmer booted up to black screen with no backlight or light emitting diode (led) on. Part of the internal circuitry was burned up and shorted out. There was no evidence of abuse or mishandling observed. All affected components were replaced. The programmer passed all incoming tests. Laboratory analysis confirmed reported allegation.

Manufacturer narrative:
Additional analysis was performed and noted that the unit failed a test. The rear housing and brackets were damaged. All affected components were replaced.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this programmer emitted a burning foul odor and displayed black screen. This programmer will be returned. There was no patient involvement reported.